Event description:
This is the fifth pt I have had at my clinic in who has been hospitalized with peritonitis in the past month. What has changed with the product? All have been using fresenius products for over a year. FDA safety report ID# (B)(4).